Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the display of the adc freestyle libre 2 reader had a "white screen", was unresponsive and as a result, the customer (child) was unable to monitor their glucose levels. The customer experienced headache, dizziness, tiredness, and was unable to self-treat. The caregiver provided the child with juice as treatment. There was no report of death or permanent injury associated with this event.